Event description:
The patient was revised because of dislocation.

Manufacturer narrative:
Examination was not possible, as the devices were not returned. A complaint database search finds no other reported incidents against the known product and lot code since its release for distribution. The investigation could not verify or identify any evidence of product error with regard to the reported event. Based on the investigation, the need for corrective action is not indicated.

Manufacturer narrative:
Update: (B)(4) 2012 - litigation papers received. In addition to dislocation, it is alleged that the patient suffers from pain, discomfort, inflammation, and a popping sensation. The doi was also provided - (B)(6) 2006. There is no new additional information that would affect the investigation.

Manufacturer narrative:
Additional info catalog and lot #. Update = (B)(4) 2013 - pfs and medical records provided. The correct doi was updated for the femoral head. Part/lot was updated for the metal liner. The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Update 11/14/2012- litigation papers received. In addition to dislocation, it is alleged that the patient suffers from pain, discomfort, inflammation, and a popping sensation. The doi was also provided- (B)(6) 2006. There is no new additional information that would affect the investigation. Update 3/6/2013 - pfs and medical records provided. The correct doi was updated for the femoral head. Part/lot was updated for the metal liner. Doi: (B)(6) 2006, (liner) doi: (B)(6) 2007 (head) - dor: (B)(6) 2008 (right hip). The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.